Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that no device found was seen. It was reported that the patient's ins was at an angle and representative can feel one of the ins/ feeling like it's "puckering". It was reported that they have already reseated the controller battery, placed controller close to ins, touched the ins to make it flat, tried both sides and typically within arm's length of ins but controller will still only connect with recharger plugged. Manufacturer representative was able to communicate with another device. No symptoms reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded from follow up sent to the patient. Representative reported controller was the issue and a replacement resolved the issues patient was having. Patient's weight at the time of event was unknown.